Event description:
Patient's cadd ms-3 pump serial number: (B)(4) giving "alert" on screen. The patient's nurse, (B)(6), tried to check the pump to see what the alert was and the pump would not move past "alert" on the screen. The patient was switched to his backup pump to receive infusion without interruption to therapy. Patient is being sent a replacement pump to arrive tomorrow morning and will send back the malfunctioning pump. Reported to (B)(4) by: patient/caregiver. Dose or amount: 109ng/kg/min. Frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.